Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain located at the ipg( related manufacturer reference number: (B)(4)) and lead sites. It was also reported the patient experienced inadequate stimulation with their scs system (related manufacturer reference number: (B)(4)). As such, surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of the event is estimated.